Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter would power off during use. Troubleshooting revealed the patient had correctly replaced the battery, the battery contacts were in good condition, this was not a new (out-of-the-box) meter, and the meter had not suffered any misuse. The patient did not experience any symptoms of high or low blood glucose levels, and did not seek medical attention. The patient did not suffer any injury due to the reported meter. The patient reported no symptoms or medical attention. However, as the power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.